Event description:
The customer reported that the system would not stop fluoroing when the pedal was released. They had to unplug the unit for the fluoro to stop.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not duplicate the problem. He did not find screws lose inside the power plug. The rep tightended the screws and checked for lose connectors inside the workstation. The system operates as intended.